Manufacturer narrative:
The insulin pump had intermittent buttons response due to due to flattened esc button dome switch. No unlocked lcd keypad connector noted. No unexpected restart, battery out limit alarm or audio/beep anomaly noted during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a constant tone and alarmed unexpected restart. The customer's blood glucose reading was 180 mg/dl at the time of incident. Troubleshooting found that the pump alarmed battery out limit after a battery change. Customer stopped troubleshooting and requested a replacement pump only. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. No further details provided.